Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship does not exist between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler and the patient¿s umbilical hernia. It is well established for those patients undergoing pd therapy are at high risk for mechanical complication due to hernias of any etiology and may be safely repaired to continue successful pd therapy. The cause of this patient¿s umbilical hernia can be attributed to a result of a previous pd catheter replacement procedure. It is well-known that patients requiring a pd catheter insertion procedure carry a risk of hernia formation. Therefore, the liberty select cycler can be excluded as the source of the patient¿s hernia. Based on the available information, there is no allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s serious adverse events.

Event description:
A peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced a hernia and was scheduled for surgery. There was no specific allegation this event was due to any malfunction or deficiency of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the pd patient, it was reported they were advised by their surgeon that an umbilical hernia formed as a result of a pd catheter (not a fresenius product) placement procedure that was conducted in (B)(6) 2020 (exact date unknown). In (B)(6) 2020, the patient¿s previous catheter was found in malposition and required replacement. It was reported the patient¿s hernia was small, but grew larger since and recently has caused them pain during (ccpd) therapy on the liberty select cycler. The patient reported they have mainly been undergoing continuous ambulatory pd to avoid pain during pd therapy. The patient underwent a planned, nonemergent outpatient umbilical hernia repair procedure on (B)(6) 2021. The patient was not hospitalized for this event and recovered from the procedure. The patient plans to resume ccpd therapy on the same liberty select cycler on (B)(6) 2021. It was confirmed the patient¿s initial umbilical hernia and the exacerbation of the hernia was not due to a deficiency or malfunction of any fresenius product(s) or device(s).